Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") in a 38-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included high cholesterol since 2013 and chest pain since 2013. Concomitant products included atorvastatin since 2013 and escitalopram since 2015. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced rash ("rash on neck,back,above belly and on arms"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2015, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On an unknown date, the patient experienced dry skin ("rashes or skin conditions type: dry skin"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dry skin, rash, migraine, headache, dyspareunia, vision blurred, fatigue and weight increased outcome was unknown, the vaginal discharge had not resolved and the alopecia was resolving. The reporter considered alopecia, dry skin, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, rash, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: 5 coils on each ostia into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Ultrasound scan vagina - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, lot number received, event added as:- rashes or skin conditions type: dry skin and rash , migraines / headaches , salpingectomy (bilateral removal of fallopian tubes) , neurological conditions or problems type: headache , dyspareunia (painful sexual intercourse) , vaginal discharge , perforation nos replaced with perforation (fallopian tube(s)) , vision/eye problems type: blurry vision , fatigue ,weight gain , other injury(ies) or complication (s) please describe: increased vaginal discharge , hair loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") in a 38-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included high cholesterol since 2013 and chest pain since 2013. Concomitant products included atorvastatin since 2013 and escitalopram since 2015. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced rash ("rash on neck,back,above belly and on arms"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2015, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). On (B)(6)2017, 7 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On an unknown date, the patient experienced dry skin ("rashes or skin conditions type: dry skin"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dry skin, rash, migraine, headache, dyspareunia, vision blurred, fatigue and weight increased outcome was unknown, the vaginal discharge had not resolved and the alopecia was resolving. The reporter considered alopecia, dry skin, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, rash, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: 5 coils on each ostia into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Ultrasound scan vagina - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient had surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.